Event description:
Adverse event(s): "none reported" (no info). Product problem(s): "card would not read" (computer software issue). Tech reported that a 50 procedure wave card did not read in the site's wavelight allegrettowave 200hz laser system. No pt was involved, during this event. No surgeries were impacted as the reporter used a different wave card, which worked without any issues. Reported un-readable wave card was returned, and replaced with a new one.

Manufacturer narrative:
Determination of root cause: assessment: the returned wavecard was tested in alcon's fort worth master card reader, and it was noted that the card could not be read, confirming that it was faulty. Alcon tm (territory mgr) was on site and found no problems with the system, and successfully performed a system verification. There was no pt involvement, as the event did not occur during surgery. Based on the results of the investigation of product, root cause was determined to be the faulty wave card. (B)(4).